Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting undersensing on the right atrial (ra) channel. Technical services (ts) was consulted and recommended ra pacing lead evaluation. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting undersensing on the right atrial (ra) channel. Technical services (ts) was consulted and recommended ra pacing lead evaluation. This system remains in service. No adverse patient effects were reported. Additional information indicated the device will be reprogrammed.